Event description:
It was reported that when the device was used during an unknown procedure, the staples were clinging to the instrument after fired. Another device was used to complete the case. There was no consequence to patient.